Event description:
The following info is from medwatch created by user facility: pt underwent closed reduction and percutaneous pinning for a supracondylar humerus fracture and closed reduction and percutaneous pinning right distal radius fracture. At one-month follow up, the pins were scheduled to be removed. Infection was discovered on one side, but not on the other. According to the hosp, physicians involved do not believe the steinmann pins were to blame for the infection.

Manufacturer narrative:
Ams became aware of this event on 8/13/07. In checking our files for this customer, we noted purchases of a1605-962 were made in 2007. All were from the same lot, #061018on. Ams is not certain this is the lot in question, because the hosp is unable to provide this info. But, we feel it is reasonable to assume pins involved came from this lot. A record of ams receiving inspection shows this lot to be from a shipment received on 10/18/06 that conformed to all specifications. The lot contained 378 pieces. It was returned from our contract sterilizer on 11/10/06. No other concerns or complaints have been recorded about this lot or this item.